Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported after connecting paddles to the mrx defibrillator; it shows on the screen paddles disconnected. The defibrillator does not perform the shock when doing the charge, it says equipment error. There was no patient involvement reported.